Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned item was examined and it was found that a portion of the screw head fractured off around the hex. Only the fragment that was fractured off was returned; it exhibits heavy gouges near the edge. Device history record (DHR) and receiving inspection records were reviewed with no discrepancies were found. Review of the complaint history found no other reports of this nature received for the reported part/lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following could not be completed with the limited information provided. Age or date of birth ¿ ni, weight ¿ ni, (B)(4), date explanted ¿ n/a, concomitant devices ¿ ncb femoral plate catalog #: 02.02263.100, lot #: 2888567, ncb trochanteric plate. Catalog #: 02.02263.301, lot #: 2877624, ncb self-tapping screw 4.0 mm x 36 mm. Catalog #: 02.03155.036, lot #: ni, ncb self-tapping screw 4.0 mm x 34 mm. Catalog #: 02.03155.034, lot #: ni, ncb self-tapping screw 4.0 mm x 20 mm. Catalog #: 02.03155.020, lot #: ni, ncb self-tapping screw 4.0 mm x 32 mm. Catalog #: 02.03155.032, lot #: ni, 3.5 mm cortical screw length 24 mm. Catalog #: 02.03131.024, lot #: ni, 3.5 mm cortical screw length 30 mm. Catalog #: 02.03131.030, lot #: ni, ncb locking cap. Catalog #: 02.03150.300, lot #: ni. Returned, not yet evaluated.

Event description:
It is reported that during a trauma plating procedure, when the surgeon tightened the screw of the cable crimp, the head of the screw broke in the patient's wound. The fractured portion of the screw was removed from the patient while the shaft of the screw remained fixed to the cable as the shaft was stable and exhibited no looseness. The surgeon does not plan to revise or otherwise treat the patient.